Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a reduced battery life and failed battery tests. Blood glucose level on the morning of the call was 136 mg/dl. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test and force sensor test. The insulin pump was received with normal operating currents. No unexpected low battery alarm, failed battery test alarm or failed battery insert battery now alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electrical board. The insulin pump was monitored and functioned properly. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads, cracked case along the side of the battery tube, stained and faded serial number label.